Manufacturer narrative:
(B)(4). The customer inspected the device and could not duplicate the reported malfunction. The customer reported to have conducted final testing. Covidien was not authorized to repair the unit.

Event description:
It was reported that an 840 ventilator had inaccurate volume setting while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.